Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to bed with a stable blood glucose (bg) level and the bg elevated to 1100 during the night and the customer went into a diabetic coma (diabetic ketoacidosis (dka)). The unconscious customer was transported to the emergency room . The customer was admitted to the hospital and was treated with intravenous saline and insulin. The customer was in a diabetic coma for 3 days. The customer was discharged from the hospital on (B)(6) 2016. The high bg and dka were resolved. The cause of the high bg was not known. The customer had reverted to using a non-tandem pump for insulin therapy.